Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station's displayed time was behind the actual time. A technical support specialist dialed into station and opened a cmd session via bomgar, updated the station time to match the server, rebooted the station, and verified successful communication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a station time was behind the actual time. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.